Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and a limb extension on (B)(6) 2014. Upon follow up computed tomography (CT) revealed a potential type 3b endoleak. The physician is planning a subsequent endovascular repair to reline the initial implant. The patient has been schedule but procedure has not yet been completed. The patient is in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the following events; a type 3b endoleak, unusual strut pattern of the left limb of the main body, and a type 1b endoleak of the left common iliac artery. The clinical evaluation additionally identified the following potential contributing factors to the reported event; antiplatelet therapy and the unusual strut pattern of the left limb. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Additional information, the patient is had a secondary procedure on (B)(6) 2016. The physician elected to reline by implanting an additional bifurcated stent. The patient is reported to be in stable condition.